Manufacturer narrative:
Outcomes attrib. To ae, describe event or problem, and patient codes updated. (B)(4).

Event description:
It was further reported that in (B)(6) 2018, the patient was hospitalized for pneumonia with septic shock and acute on chronic kidney disease. Eight days after, the patient was discharged. The patient reported of being progressively short of breath in the nursing home, he had edema in both lower (chronic) and upper extremities experiencing oozing at 2 areas of the right upper extremity. In (B)(6) 2018, the patient was hospitalized due to acute on chronic respiratory failure with hypoxia and acute on chronic combined systolic and diastolic congestive heart failure and was given 80mg of IV lasix and was put on bipap for a short period and was doing well. Patient was treated with tamiflu and broad spectrum antibiotics for influenza a with acute hypoxemic respiratory failure. Eventually, the patient's condition declined and the family opted for comfort measures. The cause of death was acute hypoxemic respiratory therapy. It is unknown whether autopsy was performed.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the cause of death was acute hypoxemic respiratory failure and the device was not related to the event.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4)

Event description:
Same case as MDR ID: 2134265-2018-05364. (B)(6) clinical study. It was reported that patient died. In (B)(6) 2016, patient's clinical status assessment indicated the patient's qualifying condition as stable angina. The patient was referred for cardiac catheterization and index procedure were performed. The target lesion was located in the 2nd obtuse marginal with 90% stenosis and was 12mm long with a reference vessel diameter of 3.0mm. The lesion was treated with direct placement of a 3.00x16mm study stent, resulting in 0% residual stenosis. Target lesion #2 was located in the mid left anterior descending artery (lad) with 90% stenosis and was 12mm long with a reference vessel diameter of 3.0 mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.00x16mm study stent resulting in 0% residual stenosis. Two days post procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2018, the patient was hospitalized in response to the event which led to death. The cause of death is unknown.